Event description:
Pump experienced a cartridge change error, which did not adversely impact the customer's blood glucose level. Customer was instructed to inspect and clean pump areas, followed on-screen instructions to load a new cartridge, but was unsuccessful. Despite attempts with a second cartridge, issue persisted, leading to decision to replace pump. Customer opted for multiple daily injections (mdi) as backup therapy and was guided to put pump into storage mode before returning it within 10 days. Caller understood all instructions and confirmed shipping arrangements, but declined additional cartridges.